Event description:
The report stated that during a laparoscopic gynecological procedure while sealing the oviduct, the jaws would not open. Additional resection of tissue using scissors was necessary to remove the device. The peripheral side of tissue was cut, and torn off of the center of the tissue, resulting in a small amount of oozing/bleeding. Another device was opened and used to complete the procedure. The incident occurred on the 7th-8th seal. During that time, no cleaning of the jaws occurred.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.